Event description:
Additional information reported indicated that the patient was doing well and had no complaints. Impedances were normal and no malfunctions were noticed to be the cause of his symptoms. If additional information becomes available, a follow-up report will be sent.

Manufacturer narrative:
Neurostimulator: model 7427 (B)(4) implanted: 2004 (B)(6) explanted: na, lead model 3888-33 lot# j0437518v implanted: 2004 (B)(6) explanted: na, lead model 3888-33 lot# j0443819v implanted: 2004 (B)(6) explanted: na, lead model 3888-33 lot# j0436929v implanted: 2004 (B)(6) explanted: na, lead model 389033 lot# j0427888v implanted: 2004 (B)(6) explanted: na, lead model 399930 lot# v006433 implanted: 2006 (B)(6) explanted: na, extension model 748925 (B)(4) implanted: 2004 (B)(6) explanted: na, extension model 748925 (B)(4) implanted: 2004 (B)(6) explanted: na, extension model 748940 (B)(4) implanted: 2006 (B)(6) explanted: na, extension model 748940 (B)(4) implanted: 2006 (B)(6) explanted: na, programmer model 7435 (B)(4), programmer model 7435 (B)(4).

Event description:
It was reported that stimulation was turning off, but coming back on within seconds. The patient noticed the sensation while standing, and noted that it had become more frequent over the past two months. There was no known accident or incident related to the complaint. Palpating and movement did not cause stimulation changes, though the event only occurred when the patient was standing. The caller attempted to measure impedances, but received "???" As the results. Default test values were increased, and nothing showed as a blatant open or short circuit based on the impedance readings. Group impedance on program 1 was 1,020 ohms and program 2 was 679 ohms. The battery voltage was 2.64 volts. Additional information has been requested, but was not available as of the date of this report.